Event description:
The advocate stated that the customer tested his blood glucose using his breeze2 and freestyle meters. The freestyle read 240 mg/dl, while the breeze2 read 84 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.